Event description:
Note: this report pertains to the first of two hologic devices used in the same procedures. See associated medwatch manufacturer's report number 1222780-2010-00144. During an attempted novasure endometrial ablation, the "pt sustained a perforated uterus". A laparoscopy was done and the "perforation repaired". The repair consisted of "a running stitch, 3rd stitch tore through the uterine wall, so edges were cauterized, floseal [hemostatic matrix] placed over area and then gelfoam [hemostatic sponge] over small opening left". The pt was admitted to the hospital for overnight observation. The pt did well overnight and was discharged the next day ((B)(6) 2010). A hysteroscopy, dilatation and curettage (d&c), and sounding were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device can not be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).